Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/23/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as itchy, very dry and with little red dots. Reaction was located where the adhesive patch sits on the skin. The affected area was treated with over-the-counter benadryl spray and cortisone cream, prescribed on (B)(6) 2016 for a previous reaction. Date of prescription is an approximation. At the time of contact, the patient was fine. No additional event or patient information is available. No product or data was provided for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.